Manufacturer narrative:
A remote service engineer (rse) assisted the biomed to perform troubleshooting. During the session, the rse instructed the biomed to connect an alternate speaker to the device to assess speaker functionality. After connecting the replacement speaker, the audible alarms were clearly heard and functioned as expected. The results of troubleshooting indicate that the issue was isolated to the original speaker. With the alternate speaker installed, the device alarm function was restored and verified to be operating properly.

Event description:
A complaint was received from the biomed department indicating that staff were unable to hear audible alarms from the device. The biomed confirmed that the device was not in clinical use at the time the issue was identified.